Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), 6 years and 10 months after implant of a 23mm sapien 3 transcatheter heart valve in aortic position, the patient presented with dyspnea and the control echo detected degeneration of the valve due to calcification and stenosis. A 23mm non-edwards valve was implanted into sapien 3 valve. The procedure concluded with good results.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted in the patient. The complaint for calcification was unable to confirmed. Since the valve serial number was not provided, a DHR review was unable to be performed. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, the device under investigation had been implanted for more than 5 years (implant date: (B)(6) 2015). There is no evidence of device malfunction contributed to the reported event. Therefore, risk management file review is completed, no further action is needed. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "6 years and 10 months after implant, patient presented to control echo with dyspnea and degeneration of the valve due to calcification and stenosis was detected. Patient had a history of renal failure and diabetes." As noted in the complaint description, patient had history of renal failure and diabetes. It is well known that patients with pre-existing co-morbidities may be predisposed to bioprosthetic calcification. Calcification has been shown to occur at accelerated rates in patients with renal failure. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. Diabetes mellitus could also be a risk factor for bioprosthetic heart valve calcification. As such, available information suggests that patient factors (pre-existing co-morbidities) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.